Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material inside the jet tube, air/water tube, and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the jet tube, air/water tube, and the air/water cylinder could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-170 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-170 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.